Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. The reported complaint could not be confirmed. A non-medtronic service provider cleaned the unit, successfully performed oxygen sensor and flow sensor calibration, performed circuit check test, verified ventilator functions. Ventilator was still having ventilation problems.

Event description:
It was reported that during set up a ventilator had no ventilation. There was no patient involvement.